Manufacturer narrative:
Complaint not confirmed. The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 5/2/2022, it was reported by a sales representative via phone that an ar-3638 knotless fibertak was inserted and when the suture was being passed through the anchor, the suture broke off. Surgeon opened another fibertak and the same thing happened. After cutting out the remaining sutures, a swivelock was used for reinforcement. Both anchors remain in the patient. Three other knotless fiberstitch were opened, new bone sockets were created and anchors were set and implanted successfully. This was discovered during a bankart repair on (B)(6) 2022.

Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.